Event description:
Connection issues associated with the ventricular channel during the implantation procedure; therefore, the device was not implanted. The physician also mentioned that the atrial lead could not be properly connected in the ventricular channel.

Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the us. Analysis is pending.